Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone that the insulin pump was underlivering insulin. The customer reported that they were high blood glucose at the time of call. The customer reported 244.8 mg/dl at the time of incident. Troubleshooting was not performed at the time of call. Product is not expected to return.